Event description:
This pt has not been able to hear since implantation with their cochlear implant. A CT scan has revealed that the electrode array is outside of the cochlea, in the mastoid. The pt has not decided upon explantation/reimplantable surgery at this time.